Event description:
It was reported that after eating at a restaurant, the user experienced hyperglycemia with blood glucose reportedly rising above 300 mg/dl. The user noted that eating out often involves larger portions and higher carbohydrate foods, and education was provided on using the ¿more than¿ meal size option to better match such meals. Symptoms included hyperglycemia without associated symptoms. Outcomes included no health consequences or impact, and no outside or medical assistance was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically meal announcement sizing when consuming higher carbohydrate meals; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user will monitor and follow the provided troubleshooting and education regarding meal announcements and meal size selection.